Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 28th may 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user started receiving a sensor replacement alert on 20 may 2025, on day 124 after insertion. The RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis showed no issues with sensor functionality. A review of dms data revealed that glucose was blinded for at least an hour due to a communication issue detected by the system's self-checks, and per design, the system triggered the sensor replacement alert. The potential root cause of the communication issue may be related to an internal electronic component of the sensor; however, this could not be reproduced during in-house testing. The user was offered a sensor replacement as a resolution. B4.date of this report 26 august 2025. G3.date received by the manufacturer? 26 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.